Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate and resulted falsely high for one of the replicates upon initial testing. The discordant results were not reported to the physician(s). The sample was re-spun and repeated on the same instrument, resulting similarly to the initial run. The sample was then tested on an advia centaur xp instrument, resulting as expected. The corrected result was reported to the physician(s). There are reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash blocks and wash blocks tubing. The cse ran a precision study on multi-diluent and quality controls, which resulted within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.